Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed its screening for primary and secondary sensing vector after it was implanted. Technical services (ts) was consulted and reviewed stored data. Ts discussed stored data, with oversensing noted due to the patients rhythm morphology. The smart pass feature was not able to be enabled due to the patients rhythm morphology in primary sensing vector, but was available in alternate sensing vector. At a later date, a revision was performed and the electrode repositioned but the sensing vectors did not pass. The s-ICD system was then explanted and a new transvenous system was implanted instead. No additional adverse patient effects were reported. The device has been received and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed its screening for primary and secondary sensing vector after it was implanted. Technical services (ts) was consulted and reviewed stored data. Ts discussed stored data, with oversensing noted due to the patients rhythm morphology. The smart pass feature was not able to be enabled due to the patients rhythm morphology in primary sensing vector, but was available in alternate sensing vector. At a later date, a revision was performed and the electrode repositioned but the sensing vectors did not pass. The s-ICD system was then explanted and a new transvenous system was implanted instead. No additional adverse patient effects were reported.